Manufacturer narrative:
It was reported that the patient experienced a controller fault alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm that was logged on (B)(6) 2016. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller. Heartware is investigating leaky diodes in the aps circuit. Per the instructions for use (IFU): the instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient received a controller fault alarm at home. The patient performed a controller exchange with no reported consequences. No additional information provided.